Manufacturer narrative:
A field service rep evaluated the device. This report will be updated when the MFR's investigation is completed.

Event description:
It was reported that the device began to smoke during a procedure. Another rover was used to complete the procedure. There were no adverse consequences related to this event.